Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed there were no errors related to the customer complaint. The device was visually inspected and there was a degraded downstream occlusion seal. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the excess glue on the downstream occlusion sensor. As a result, the downstream occlusion seal/sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the downstream occlusion failed calibration. During physical inspection, it was found that there was a degraded downstream occlusion seal. There was no patient involvement, no injury was reported.